Event description:
Info received indicates when the brakes were set, the brake caster would swivel.

Manufacturer narrative:
The technician isolated the issue to the brake mechanism. She replaced the brake mechanism to repair the bed.